Event description:
It was reported that the patient developed a severe aortic inefficiency in (B)(6) 2022 with symptoms of mild shortness of breath. Due to the patient having a large annulus size, they were not a candidate for transcatheter aortic valve replacement (tvar). And was treated with diuresis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until undergoing a pump exchange on (B)(6) 2022 captured under MFR 2916596-2022-16018. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.